Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. The current blood glucose level was 171mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with manual injection and insulin pen. Auto mode feature was not active at time of event. Insulin pump had power loss alarm. Customer was able to clear alarm. Customer unable rewind alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.